Event description:
Burn on upper back left shoulder from using icy hot heat therapy product that is manufactured by chattem inc. Dates of use: 2008. Diagnosis or reason for use: shoulder pain. Event abated after use stopped or dose reduced: yes.